Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas e 411 immunoassay analyzer. The customer provided an example of one patient sample with discrepant results for the elecsys hcg + beta test system. No questionable results were reported outside of the laboratory. No units of measure were provided. The sample initially resulted in an hcg+beta value of 2.70. The sample was repeated twice, resulting in values of 533.7 and 729.8. The value of 729.8 was reported outside of the laboratory. The hcg+beta reagent lot number was 664363. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer determined the mixer was bent and needed adjustment. The mixer was straightened and adjusted. The probe voltage was checked and adjusted. The sampling position on the rack was checked and adjusted. The operation was checked and was ok. Patient samples were tested and these repeated ok.